Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and cable wires were exposed. There was no adverse impact to the customer's blood glucose level. A replacement cable was sent to the customer.